Event description:
As reported the lead was implanted on (B)(6) 2016 but sometime between the implant date and (B)(6) 2018 the lead had been capped for an unknown reason. The rep didn't have any further information as the lead was revised in another state by a different physician.